Event description:
Workhorse balloon separated from the catheter while being used to clear a graft. Balloon remained in-pt. Doctor was able to retrieve balloon and all parts without surgery. A phone call to the dr. Brought to light the following info: 1. A polycarbonate 10cc syringe was used. 2. A lot of force was used on syringe during injection. Catheter shaft was withdrawn from pt at which time it was discovered that the balloon segment was missing. 3. An add'l piece of the shaft was protruding from the pt after the catheter was removed. 4. The section of shaft was removed using a hemostat. 5. The balloon peeled off this portion of the shaft as it was removed from the pt leaving a balled up balloon in-pt. 6. The balloon was then removed through another sheath.